Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported receiving persistent no delivery alarms from the insulin pump, and experiencing unexplained high blood glucose values. Customer's reported blood glucose value was 400 mg/dl. During troubleshooting it was advised that the insulin pump was functioning as designed, but that there was a potential reservoir occlusion that was causing the no delivery alarms. Customer also mentioned not being able to fill about 10 reservoirs over the last 10 years. Replacement reservoirs were sent to the customer. Customer was advised to monitor the situation and to call the helpline back if any of the issues recurred. Nothing further reported.